Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was trying to charge their implanted neurostimulator and the recharger would not power on. During the call the patient set recharger on the dock plugged in and they saw scrolling battery lights. Agent tried to walk patient through resetting the recharger, issue did not resolve. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Patient will call back when they get new recharger for further assistance with external equipment.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, h3: analysis of the recharger (s/n (B)(6) ) revealed that the patient complaint was confirmed. The leds scrolled continuously. The device was unresponsive. Flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.